Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after he fell on his back and received a vibratory alert a day later. The physician did not think that the device was responsible for the fall. Several episodes of lead noise were observed along with high, out of range high voltage lead impedance, pacing lead impedance and high capture threshold. The noise was not able to reproduce in clinic and hv therapy was turned off. The physician will performed further testing and the device was reprogrammed.